Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 139.0 cm from the proximal end. The pusher assembly mid-joint was positioned proximal to the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly distal detachment tip ddt. Conclusions: evaluation of the returned smart coil revealed the pusher assembly mid-joint was positioned proximal to the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement of the smart coil within its introducer sheath. Further evaluation revealed a pusher assembly kink near the mid-joint. This damage was likely a result of forceful advancement against resistance. During functional testing, the smart coil was able to advance out of its introducer sheath with resistance while advancing the pusher assembly mid-joint through the introducer sheath friction lock. However, while attempting to advance the smart coil through the hub of a demonstration microcatheter, resistance was experienced due to the pusher assembly kink and the coil could not advance any further. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the posterior communicating artery (pcom) using penumbra smart coils (smart coils). During the procedure, the physician experienced resistance and reported that the smart coil would not advance out of its introducer sheath into the non-penumbra microcatheter. The smart coil was therefore removed and was no longer used in the procedure. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.